Event description:
It was reported that the customer experienced blood glucose (bg) levels of 350 mg/dl and "low", and "gangrene leading [to] infection". Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Additionally, customer's continuous glucose monitor was unavailable due to a non-tandem sensor issue. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer underwent "toe amputation" of "5 toes"; however did not receive treatment for bg as they were "asymptomatic". Customer was discharged 28 days later and continued to use the pump for insulin therapy. Tandem technical support educated the customer on insulin labeling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.